Event description:
It was reported that an ilet pump was accidentally dropped, resulting in a cracked and unresponsive screen while insulin delivery continued. Symptoms included no changes in blood glucose as reported by the user. Outcomes included the user reverting to backup therapy and a replacement device being provided. Investigation included review of user reports and case handling activities. Investigation of this device revealed physical damage to the display assembly consistent with impact, with continued dosing indicating that internal delivery functions remained operational despite the user interface failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.